Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a lead warning triggered as the unipolar polarity was higher than the bipolar polarity on the lead. Lead polarity switch had occurred. The lead is showed issues with the low impedance. The lead currently is in use and being monitored, and a lead change is possible. No patient complications were reported as a result of this event.